Manufacturer narrative:
The system was serviced in the field and the issue was confirmed. The sidewall switch was adjusted and the rotor was rehomed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The site called to report receiving the gantry door open message on the system when the door was closed. There was no patient involvement.